Event description:
It was reported that the customer was hospitalized, in april, for stomach issues and blood glucose. They also stated that they experienced high blood glucose levels and they have been using more insulin than they did in the past. The customer's blood was 298 during lunch and in the morning of the phone call it was 122 mg/dl. At the time of the phone call the customer's blood glucose was 298 mg/dl, which was treated with 25 units of insulin. The customer's symptoms of high blood pressure were urination and thirst. The drive support cap of the insulin pump was normal - recessed. Found no air in the tubing. The manual priming test passed. No leaks were found. Time and the date of the device were correct. Alarm history showed a low reservation alert. The boluses were in the history. The customer felt that the basal rates and the bolus wizard needed adjustments in order to keep them in the safe zone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.